Manufacturer narrative:
The product was not returned for evaluation we are unable to confirm the reported bent cannula or to determine whether it contributed to reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer report that on (B)(6) 2014 at 6:04 pm, she activated a new pod and her blood glucose, carbohydrate intake and insulin history. The pod was then deactivated and she then realized the cannula was bent. There was also noted on the adhesive pad.